Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had intermittent stimulation in upper portion of lower back where he normally receives stimulation. It does not matter what position he is in. Says it mostly will not be ¿on¿ and then will randomly come on for approximately 10 minutes at a time. Patient denies any falls, car accidents, surgeries, procedures etc. An impedance check was done which showed electrodes 11 and 15 were > 10000. However, the program he was using 100% of the time was not using these electrodes, or even that lead. Rep reprogrammed the pt to get better coverage into their back. Unknown if the issue has been resolved. Additional information was received from the rep reporting that the patient reported getting effective therapy, however it is not the same as before the impedance issue occurred.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, lot#/serial# (B)(6), implanted: (B)(6) 2008, product type lead. Product ID 3778-60, lot#/serial# (B)(6), implanted: (B)(6) 2008, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they did not know the cause. No steps had been taken and the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2008, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they are having issues since today and it "crapped out". Caller stated they cannot get the therapy to work even though it is fully charged and has tried other programs. Agent had pt use patient programmer and saw stimulation was on. Pt denied seeing any errors or messages on the devices. Pt stated they have high settings and the implant battery is "shot". Pt emphasized they are in so much pain. Patient stated they have been on so many medications and they do not feel good whatsoever and no doctor will give them drugs for the pain. Caller mentioned they have taken fentanyl patches and has been on vicodin. Caller also mentioned that they met with a manufacturer representative last year and they said the battery was shot and some electrodes were gone and implant would need to be replaced. Patient service specialist asked caller if they have had any falls or trauma- pt denied. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address pain. It was reported the manufacturer representative believed the patient was referencing high impedances electrodes that were unusable.